Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 22 mmol/l (396 mg/dl), while wearing the pod between 4 and 24 hours. The pod reportedly leaked insulin, and when removed from the infusion site (arm), the pod's cannula was found to be bent. As treatment, insulin was administered via injections and the pod was changed.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event.